Event description:
The customer reported the system failed to product fluoroscopy xray. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Two fuses and the hard disk were replaced. The system was then found to be operating as intended.